Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021 with blood glucose of below 30 mg/dl at the time of the incident. The customer used glucose tablets, dextrose, and glucose gel and was given saline solution to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer alleged that the entire contents of the reservoir were injected into their body, while they were asleep. The customer reported sensor glucose versus blood glucose differences. The insulin pump will be returned and the reservoir will not be returned for analysis.